Event description:
It was reported that on (B)(6) 2006 the patient underwent posterolateral spinal fusion, l4-5, nonsegmental pedicle screw fixation- l4-5, posterior lumbar decompression l4-5, locally obtained morcellized autograft l4-5, bmp ii; dr. James leipzig placed bmp ii sponge rolled with master graft crm into the intertransverse interval (B)(6) 2008-pt c/o backache, occasional neck ache, and some occasional numbness down the left leg without pain; ¿MRI revealed very minimal narrowing of the l3-l4. This certainly should not be considered spinal stenosis. There is no neurologic compression. ¿ (B)(6) 2009-pt states symptoms came on sometime in 2006; eventually had spinal decompression and fusion l4-5 using pedicle screws and intratransverse bone graft substitute. C/o pain after surgery. (B)(6) 2009 - disc degenerative change with facet degenerative change combined to yield mild-to-moderate canal stenosis at 3-4 with mild bilateral foraminal encroachments at 3-4. There is scar and/or disc bulge asymmetric toward the right at 4-5, yielding mild to moderate right foraminal encroachment at this level. There is mild bilateral foraminal encroachment at s5-s1 (B)(6) 2008-MRI lumbar for lbp with radiculopathy x 1 month; l5-s1 bilateral facet hypertrophy, severe right greater than left; l3-4 disc bulge and bilateral facet hypertrophy. Mild to moderate central canal stenosis (B)(6) 2009-CT scan shows spinal stenosis at l3-4, the level above her prior fusion. Also, shows some degenerative changes at l5-s1. (B)(6) 2009-epidural steroid injection (B)(6) 2009-pt states she is unhappy with the prior fusion she had at l4-5; back and leg pain worsening (B)(6) 2009-MRI scan reveals spinal stenosis at l3-l5 (B)(6) 2009-lbp radiating down the right leg; MRI revealed spinal stenosis at l3-4; foraminal stenosis with scar tissue and facet cyst formation l3-4 right; operation performed: minimally invasive lumbar decompression l3-4 (B)(6) 2009-back pain, leg pain gone (B)(6) 2011-lumbar spine x ray shows solidly fused instrumented spinal fusion from l4-l5 with bilateral pedicle screws; back and right leg pain, dysesthesias to right leg, chronic back <(>&<)> right leg pain, applying for disability (B)(6) 2010-doing better on prednisone (B)(6) 2011-right leg is numb, persistent back pain with right leg symptoms consistent with sciatica and bursitis; pt (B)(6) 2011-pt note: pt with signs and symptoms of lbp and right lower extremity radicular symptoms and bursitis. (B)(6) 2012-MRI lumbar spine l5-s1-bilateral facet hypertrophy, disk bulge, l3-4; bilateral facet hypertrophy, central canal stenosis (B)(6) 2011-l5/s1-bilateral facet hypertrophy; l3-4 fluid in the right greater than left facet joint, cyst noted in central canal, cyst plus the disk bulge and facet hypertrophy results in moderate central canal stenosis and thecal sac compression. The neural foramina are patent (B)(6) 2011-MRI shows large facet cyst at l3-4 on the right side causing neurologic impingement (B)(6) 2011-history of facet cyst causing spinal stenosis; facet cyst l3-4 right on the right; no progress made with pt (B)(6) 2011-spinal stenosis l3-4 right secondary to facet cyst; operation performed: medial facetectomy, foraminotomy, excision of soft tissue with biopsy; (B)(6) 2011-family history of spinal arthritis; pt has significant risk factors for spinal arthritis, started on exercises (B)(6) 2011-4 weeks post op, still having some numbness in right leg (B)(6) 2011-lumbar spine MRI with IV contrast reveals mild concentric canal narrowing at l3-4, small left paracentral disk protrusion involving the t11-t12 disk without significant stenosis. (B)(6) 2011-referred to pain mgt (B)(6) 2011-will see pain mgt in a couple of weeks (B)(6) -sciatica, s/p complex surgical intervention, lumbar spine, evolving to surgical stabilization, hardware issues reviewed, reo-peration issues reviewed; pain mgt-narcotics, muscle relaxers, neuropathic drugs, anti-depressants, steroid injection, tens unit (B)(6) 2011-pain mgt (B)(6) 2011-lbp, sciatica, depression, obesity/deconditioning, shoulder arthropathy (B)(6) 2012-chronic lumbalgia, right leg pain-femoral sciatic distribution; back pain, buttock pain and leg pain persists on the right. (B)(6) 2012-back and right leg pain, radiculopathy, pain mgt-lortab, cymbalta, neurontin, MRI lumbar spine (B)(6) 2012-MRI l-spine revealed evidence of prior posterior fusion ata l4-l5. Mild spondylosis is seen at l3-l4; numbness right leg, l 5/s1-bilateral facet hypertrophy, mild disk bulge; l3/4: bilateral facet hypertrophy, ligamentous infolding, fluid in the facet joints bilaterally, mild central canal stenosis (B)(6) 2012 MRI lumbar - l5-s1: bilateral facet hypertrophy, disk bulge; l3-l4: bilateral facet hypertrophy, central canal stenosis(B)(6) 2012-to ER with escalation of pain, tx-steroids, bed rest and percocet (B)(6) 2012-epidural steroid injection (B)(6) 2012-back and right leg pain, leg weakness, sacroiliac pain; states pain worse than it was at previous visit

Manufacturer narrative:
(B)(4).